Event description:
During coronary angioplasty procedure of calcified left anterior descending coronary artery, catheter balloon ruptured and proximal portion of balloon and tip of catheter sheared off and remained in the coronary artery.